Event description:
A facility reported a "main body error" in a microsensor (ID 826631) after implantation and it was removed. No additional information is available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The icp microsensor (ID 826631) wasreturned for evaluation. Device history record (DHR)- the product 826631 for lot 6722642 (sn (B)(6)), and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express read "no transducer detected". No sensor resistor balance (rb), after rebalancing sensor passed. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The issue reported by customer has been confirmed, but the root cause of the issue could not be determined. However, the possible root cause of the defect reported by the customer could happened when the sensor is out of balance and will not zero it is due to some anomaly that caused the balance to change after shipment. The main known anomaly cause is when the connector has been dropped, bumped against table/something, and/or mishandled can cause the resistors to change. With this device, the balance was able to be re-balanced and then, the device passed all tests

Manufacturer narrative:
Correction - h6 - conclusion code.